Event description:
It was reported that the patient indicated experiencing chest tightness, and no pulse. Physician performed medication assessment, however patient symptoms did not improve. No implantable pulse generator (ipg) performance issues were reported, and the device remains in use. Patient was advised to have a device program check performed. No patient complications have been reported as a result of this event

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).